Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nissen procedure when closing the esophagus, the needle got stuck while in the tissue and while toggling the device to try get it to work, the needle was loosened and remained in the tissue. A part of the needle remains in the patient tissue to avoid more damage.